Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2014. The revision surgery was due to loosening of the stem implant. During the revision, the omni arc stem, arc neck, and ceramic femoral head were removed along with a serf insert. A new serf liner was implanted, of the same size, along with a non-omni stem and head.